Manufacturer narrative:
The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on february 08, 2022.

Manufacturer narrative:
This report is submitted on december 09, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2021, and subsequently was treated with IV antibiotic for 5 days (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.